Event description:
Pt noticed a "clicking" sound in affected hip. Pt followed up with his physician given continued clicking sensation. Physician followed pt conservatively after x-ray revealed metallic debris. Add'l debris were noted on subsequent x-ray and the decision was made to revise due to failure of prosthesis. Note: explanted prosthesis was given to sales rep. 2/4/97.